Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted and reviewed the data. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.